Manufacturer narrative:
Device was received with the anchor broken at the eyelet location. Hexed portion of the anchor remains intact with the inserter. It was indicated that the surgeon used the ao-2 finger technique during insertion however, magnification of the break area shows the hex to be misaligned with the inserter shaft, which indicates added forces being used. However, no conclusion could be made for this reported device failure. M-2936, (B)(6) 2004. Additional information was received by smith & nephew quality on (B)(6) 2004 indicating that the broke anchor remained embedded in the patient's bone therefore, this incident was re-assessed adn determined to be reportable. Dmel (B)(6) 2004.

Event description:
It was reported that this device broke during shoulder surgery. It was confirmed that the threaded portion of the anchor remains embedded in the patient's bone. The surgeon did not report experiencing and delay as a back-up device was available and used to complete the procedure. The site was pre-drilled prior to insertion adn the surgeon did utilize the ao-2 finger technique. Patient's bone quality is unknown at this time and no patient injury was reported.